Event description:
It was reported that the patient presented for an implant procedure. It was noted that the atrial lead exhibited problem with screwing. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing and visual inspection were normal with no anomalies found.